Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer plugged the gastrointestinal videoscope into the processor an error code of e237 (scope error) which told them to clean the area and dry, which they did, then they plugged it back in and the error came back up then they checked it with another processor and got the same thing. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: melted plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.